Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The device was found to have an elective replacement indicator. The physician is dissatisfied with the longevity of the device.